Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system alarm. Customer stated that there were compromised force sensor system in the alarm history. Customer will discontinue to use the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.